Event description:
It was reported that the ilet pump screen became dark/gray and difficult to see, with the device otherwise powering and unlocking, and the user noted possible water or impact exposure during sports; the issue was identified as a display readability problem associated with the touchscreen, and a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an ambient light/display visibility problem consistent with a display difficult to read, localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.